Event description:
It was reported that the device was busted. Further attempts to obtain additional information are ongoing.

Event description:
It was reported that the device was busted. Further attempts to obtain additional information are ongoing.

Manufacturer narrative:
During the visual inspection the adjustment screw cap was found to have broken off, allowing the device to be completely disassembled if unscrewed too far. Based on the age of the device (5 years), handling of the device over the years may have caused or contributed to the reported event.

Event description:
It was reported that the device was busted. Further attempts to obtain additional information are ongoing.